Event description:
During verification testing at the manufacturing facility, the device did not alarm when a distal occlusion was present.

Manufacturer narrative:
Testing and investigation found that the device did not alarm when a distal occlusion was present. This was due to contamination on the distal pressure sensor. A calibrated set was used for testing per the device release specifications. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.